Manufacturer narrative:
Quality control was performed and was acceptable. Only the customer meter was received for investigation. The meter was tested with retention strips and retention controls. Control ranges: level 1 30 - 60 mg/dl, level 2 261-353 mg/dl. Results: level 1: 44, 44, and 44 mg/dl, level 2: 301, 296, and 305 mg/dl. All returned results are within the acceptable range. Routine retention testing was performed and was acceptable. Retention testing data is reviewed and appropriate actions are taken as needed. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Event description:
The initial reporter received questionable glucose results from accu-chek inform ii meter serial number (B)(4). At 11:31 am, the glucose result was 369 mg/dl. At 11:34 am, the glucose result was 222 mg/dl. At 11:35 am, the glucose result was 223 mg/dl.